Event description:
Unable to retract jacket, jacket broke. It was reported that the jacket broke at the #1 lock knob during unjacketing. The hooks were not exposed and the device was removed. A second graft was successfully implanted.